Manufacturer narrative:
Films review summary: the cause of the implantation difficulties could not be determined from the pre-implant films provided. Films during implant and post-implant were not available for review, and images during the reported event could not be assessed. It is possible that implanting into the severely calcified distal aorta, which included a 15mm length protruding calcified shelf, and the extensively calcified iliac arteries, all may have contributed to the events. The device was discarded by the site; therefore, analysis of the delivery system could not be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 5.2 cm in diameter abdominal aortic aneurysm. The vessel morphology was reported as conical aortic neck, and calcium shelf in the distal aorta. It was reported that the endurant contralateral limb was deployed. The physician was completing the deployment of the bifurcated stent graft ipsilateral limb the blue slider handle was rotated correctly counter clockwise however, the radiopaque marker was not moving distal to unsheath stent graft. The slider trigger was used to deploy remainder. After fully deploying, ipsilateral limb of stent graft it was landed short at the bifurcation 3 cm distal of gate. During deployment, the nose cone was not in view. When the image moved up to recapture the nosecone, the delivery system was 4 cm above the crown of endurant bifurcated stent graft. Due to extremely tight calcification in left iliac, and not keeping the nosecone in view during deployment, the inner catheter advanced proximal since the outer sheath of delivery system was bound. An additional endurant iliac limb was deployed into stent graft extending to left hypogastric. The stent graft system was ballooned and perfect result of excluded aneurysm was observed on final run. Pressures were monitored in both iliac and no gradients were noted. Per the physician, the cause of the event was the tight calcified iliac close to the bifurcation. No additional clinical sequelae were reported and the patient is fine.